Event description:
It was reported that the customer is currently using this fitting and sterilizing via "h=gamma irradiation". It was recently discovered they have started leaking. Patient involvement unknown.

Manufacturer narrative:
H4: device manufacture date is unknown, no information has been provided to date. Device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.